Manufacturer narrative:
Investigation pending. The device is expected to be returned but has not been received.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to an alternate point of care (pic) inr result. Results are as follows date: (B)(6) 2013, inratio2 inr: 1.4, poc inr: 2.0. The time between testing was five minutes. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.